Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification when tested for the customer reported system error 345 which was not reproduced. A review of the event history log did identify multiple system error 345 messages. The reported condition was verified. The cause was determined to be environmental conditions. The ultrasonic sensor was replaced per service procedure to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was unknown. There was no patient involvement. No additional information is available.